Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 269 mg/dl. Customer stated that the buttons were not responding from time to time. Customer stated that the pump was in her bra and may have gotten sweat on it or was pressed down. Insulin pump will need to be replaced. . Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer has not treated but will do a manual shot. Customer declined to send the pump back. No additional information provided.

Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked. (B)(4).